Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident, current blood glucose was 172 mg/dl, current blood glucose was 172 mg/dl, blood glucose was 135 mg/dl and 42 mg/dl. The customer was assisted with troubleshooting and declined. The customer was treated with food. Customer will not return device for analysis.